Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically low r waves and possible intermittent capture was noted on the right ventricular (rv) lead, although device appears to be functioning as programmed. The rv lead remains in use. No patient complications have been reported as a result of this event.